Manufacturer narrative:
H11: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 9 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.